Event description:
It was reported that the patient presented for post-implant procedure checkup. Upon device interrogation, it was noted that the right atrial (ra) lead was inappropriately capturing the ventricle. The ra lead had dislodged and was in the ventricle. The lead was repositioned successfully on (B)(6) 2023. The patient was recovering post-procedure.